Event description:
It was reported, that the patient was admitted to the hospital for a knee surgery. Prior to the procedure, it was noted, that the patient had a pocket infection and erosion. Which was identified through the open wound on the device scar. The physician was explanted the entire system, including implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricle (rv) lead and left ventricle (lv) lead. On the day of the procedure, a temporary rv lead was placed. The new system, comprising the ICD. And both rv and lv leads, was implanted on (B)(6) 2024. The patient's condition remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.